Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that during patient follow up approximately 4 years post the index procedure, a CT identified stent fractures at the flow divider and a type iii fabric endoleak, with contrast visibly entering the aneurysm sac through a hole in the stent graft material. Aneurysm enlargement was also noted. An intervention was carried out with a non-medtronic stent graft. The event remains unresolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.